Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Pump received with cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump button b was too soft and had to press and find. Customer's blood glucose level was unknown. Customer stated insulin pump had damage and keypad was unresponsive. No further details given. The insulin pump will be returned for analysis.